Event description:
In 2015 I was put on medication for a high heart rate and tests found no heart or thyroid related reason for the high heart rate. I also started having severe headaches, vision problems, fatigue, severe anxiety, severe dry skin, severe brain fog, problems concentrating, short term memory loss. These issues have been growing worse with each passing year and in 2018, they have made me bedridden most of the time.